Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient had a positive blood culture for a bacterial driveline infection. The patient was admitted to the hospital on (B)(6) 2021 and treated with drug therapy. A surgical incisional drainage was also performed. The cause of the infection was patient condition. As of (B)(6) 2021 the patient remained in the hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2023, the patient developed neuropathy for more than 24 hours. They had right sided paralysis. The patient had an embolism in the left hemisphere of their brain that was diagnosed with a computed tomography (CT) scan. The patient was given an anticonvulsant. The patient passed away at the hospital on (B)(6) 2023 due to cerebral hemorrhage. It was noted that the patient had a driveline infection that caused an abscess around the device leading to sepsis. This resulted in brain infarction. The device operated as expected at the time of death.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), revealed no device-related issues that would have contributed to the patient's outcome. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was returned connected to the pump cable via the inline connector. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft hardware. The outflow graft clip was properly secured to the device. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations which would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists driveline infection, stroke, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 8, "equipment storage and care," contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.